Event description:
Per complaint (B)(4), after a patient's dental implant was seated, a long carrier could not be separated from the implant. The implant was explanted with the carrier attached. The implant and carrier were unable to be separated outside of the patient's mouth. Surgery was completed in the same procedure: a new implant was placed with a short carrier.